Manufacturer narrative:
(B)(4). The reported patient effect of dissection is a known potential patient effect as listed in the xience prime everolimus eluting coronary stent system instructions for use (IFU). Although, a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.

Event description:
It was reported that the target lesion was highly calcified lesion and located in the mid left anterior descending artery (lad). A whisper guide wire was used to access the lesion, after which pre-dilatation was performed with a mini trek balloon. Then a xience prime 2.75 x 15 mm stent was deployed. Post stent deployment, angiography revealed that the proximal and distal edge of the stent had dissected the artery. A xience prime 2.75 x 33 mm stent was implanted to cover the dissection. There was no adverse patient sequela. No additional information was provided.